Manufacturer narrative:
The implant date, lot numbers were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis. The reported patient symptom is a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient was experiencing leakage due to an artificial urinary sphincter (aus) loosened cuff. Steps to deactivate and reactive the pump were tried to no avail. The patient underwent a revision surgery to remove the existing device and replace it with a new aus. There were no patient complications.